Event description:
Information was received that reported a patient was hospitalized in 2009, due an incident of hyperglycemia. Per the reporter the patient woke up with elevated blood glucose. The same day at 8:48am, her blood glucose was 462 mg/dl. At 11:00am, her blood glucose was 399 mg/dl. At 2:30pm, her blood glucose was 474 mg/dl. At 3:24pm, her blood glucose was 474 mg/dl. She began vomiting and was brought to the hospital. She was admitted and treated with IV fluids and insulin. The device should be returned for evaluation; to ensure that it is functioning correctly and did not contribute to the reported incidence, but at the time of this report has not been returned.

Manufacturer narrative:
Device evaluation: the suspect device was returned and evaluated. Delivery and accuracy tests were performed, the device was found to pass all delivery and accuracy tests. No operational or functional failure was detected and the product was within specification.